Manufacturer narrative:
The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and occlusion are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 two xience alpine stents were implanted in the proximal left anterior descending (lad) coronary artery. The patient underwent a left heart catheterization on (B)(6) 2019 and was found to have re-stenosis of the distal lad stent. A stent was placed in the left circumflex and the lad. Patient is now chest pain free. No additional information was provided.